Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had delivered shock therapy for atrial fibrillation (af) with rapid ventricular rates. It was determine that the patient's rhythm was initially detected in the monitor only zone and then escalated into the ventricular tachycardia (vt) zone and no detection enhancements are available at this point. This is expected product operation. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.